Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received with air bubble anomaly. The blood glucose was 242 mg/dl and 67 mg/dl at the time of the incident. After troubleshooting of the air bubble anomaly, it was reported that, the approximate size of air bubbles is states they are very small. Customer decline troubleshooting for the high and low blood glucose. The insulin pump will not be returned for analysis.